Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered pressure in the bottom of stomach and feeling of tearing on right side of lower part. No further information has been provided.